Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x echo-hd-3-20-c from lot number c1297938 was returned to cirl for evaluation. Upon the evaluation the following was noted: the needle was fully retracted into the sheath on return, the broken part of the needle was returned, the stylet was partially pulled out on return. It was noted that the needle was broken distally. R&d feedback: "the needle being used in a tortuous is possibly the root cause of this. If the scope and device was in a tortuous position and then the elevator was used it would have increased the bend on the needle further possible causing it to break. If it was on the second of third pass then a kink might have been induced on the needle during advancement which then could possibly lead to the break when the needle was fully in the sheath with additional strain being placed on the needle at that area from the elevator being used along with the device being in a tortuous position." Additional feedback was received on the 29th may 2017 :" the stylet was inserted, it happened on the second puncture and the elevator was in use" the customer complaint is considered to be confirmed as needle broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1297938 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as device was returned and evaluated. The needle broke during procedure inside the sheath of the needle; they could retrieve the broken end without a problem; the physician was probably using the elevator; apparently it happened during use of the elevator but the physician is not sure anymore.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1297938 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke during procedure inside the sheath of the needle; they could retrieve the broken end without a problem; the physician was probably using the elevator; apparently, it happened during use of the elevator but the physician is not sure anymore.